Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm force bipolar instrument was snapped at the wrist of the instrument intraoperatively. They could not get the instrument out just by removing it, so they had to pull it out with the cannula. The procedure was completed with no reported injury.